Manufacturer narrative:
H2: additional information: g4 h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found labelling confirming the product identification information. The anchor has been deployed from the device and no sutures are shown. The distal tip of the inserter is bent. No fracture can be seen on the anchor in the image. There is debris on the shaft of the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and no sutures were returned with the device. The distal end of the inserter is bent, and there is debris on the shaft. The anchor does not have debris, and shows no signs of physical damage. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra pk suture anchor broke. The broken pieces were retrieved from the patient with tweezers. The procedure was successfully completed without delay using a back-up device in the originally drilled bone hole. No other complications were reported.